Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states during vaccine syringe filling, the fill machine was having an issue with the plunger being stuck in the barrel. This issue caused the vaccine to spill during the process because the syringe could not draw the vaccine coming out of the filling machine.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 805765 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to, material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are checked throughout the lot for plunger movement. Additionally, a review of the spraymation testing performed on this lot showed no issue with the amount of silicone in the barrel. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data for the lot was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. All silicone spraymation parameters were within specified limits. A review of the machine running in its current state was not possible because the machine was not currently set up to run this product. Fifty-six (56) samples were returned for evaluation. Functionality testing was conducted for plunger activation. All the samples exhibited a sticking plunger. Once released the plunger moved freely. The reported condition is confirmed. The exact root cause could not be determined based on available information. The most probable root cause was likely a random event during assembly. The reported customer complaint is confirmed. A root cause could not be determined. A probable root cause was determined to be a random event which occurred during assembly. The investigation did not identify a systemic issue with the product or process. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This complaint will be utilized for tracking and trending purposes.